Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. Two separations with a central groove, indicating contact with sharp instrumentation such as a needle, were noted in the bladder of cylinder 1. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, the information received indicated the device malfunction was observed approximately 7 months after implant. Due to the brief period of time in vivo, it was concluded the instrument separations may have occurred inadvertently during closure at the implant procedure. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted and removed/replaced due to fluid loss.

Event description:
As reported to coloplast, though not verified, fluid loss. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.